Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker was found in backup mode. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the pacemaker was explanted. The patient's condition was unknown.

Manufacturer narrative:
The reported event of backup mode was confirmed. As received, a device was returned for analysis in backup mode with battery voltage at end of life (eol). Analysis noted unknown backup operation at above elective replacement indicator(eri) levels. A new battery was connected, product code was reloaded and programmed to nominal settings. Electrical and mechanical analysis performed and indicated normal device functionality. The backup condition could not be reproduced. The cause of the reported event could not be determined.

Event description:
Additional information received noted that the pacemaker was explanted. The patient's condition was unknown.

Manufacturer narrative:
The reported event of back-up mode was confirmed. As received, the pacer was returned in backup mode with battery voltage at end of life (eol). A new battery was connected, product code was reloaded and programmed to nominal settings. Backup condition could not be reproduced. No other anomalies were observed.